Manufacturer narrative:
Reported event was confirmed by review of medical records/radiographs received. Review of the available records identified dislocation that was treated with closed reduction and noted to be resolved. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Unknown head. Unknown stem. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04367.

Event description:
It was reported the patient experienced two dislocations approximately two years post implantation. The patient was treated and resolved with closed reduction. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.